Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low troponin (accutni) result of 0.03 ng/ml generated by the access 2 immunoassay analyzer. This sample gave a previous result of 1.30 ng/ml. When repeated on a different instrument, it gave results of 1.38 and 1.36 ng/ml and the result of 1.36 ng/ml was reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was collected in a plastic bd lihep plasma tube with a gel separator and centrifuged for 5 minutes in a fixed angle centrifuge at room temperature. The sample was aliquoted to and analyzed from a 1 ml insert cup. Qc is performed once per day and was within the customer's established ranges prior to the event. A field service engineer (fse) was on-site. Fse discovered a loose fitting on the substrate bottle and replaced it. System check performed passed within the instrument specifications.